Manufacturer narrative:
(B)(4): visual evaluation of the returned complaint device confirmed the balloon to be burst. Inspection of the catheter of the device revealed a dent near the balloon and damage to the c-channel. Specifically, the edge of the c-channel was found to be jagged in the section of the catheter that may be inserted into the patient, therefore this is now a reportable event. The damage noted to the catheter of the device may be due to excessive force used in removing the guidewire from the c-channel. Balloon burst most likely occurred due to contact with a sharp exterior source (such as a stone). Based on this information, the most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, during the procedure, while extracting stones from the common bile duct, the balloon burst. No pieces of the balloon detached and no additional damage of the device was reported by the account. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6), 2011 evaluation of the complaint device by the investigation site revealed the c-channel of the catheter to be damaged, which was not initially reported by the account; therefore this is now an MDR reportable event.